Event description:
The manufacturer received information alleging "the indication on the side of "+-" for the setting screen had changed from fio2 21% to 100% and from 100% to 21% many times without any operations, despite not touching the screen" while in patient use. There was no patient harm or injury reported with this notification. During the evaluation of the device the customer's complaint was duplicated. Additionally, it was confirmed that the same issue occurs with any parameter within the grid area. It was confirmed to be a software issue.